Event description:
It was reported that the bladder of a bolus infusor ruptured. This occurred while the device was being filled manually with fentanyl citrate using a syringe. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After further investigation it was determined that this is a duplicate submission of report number 1416980-2013-21393. All additional information will be provided in report number 1416980-2013-21393.